Manufacturer narrative:
This malfunction was previously addressed in the u.s. Through the device correction. A maquet field service technician evaluated the device. He replaced the damaged spring arm with a new one and returned the device to service.

Event description:
The hospital reported that a spring arm broke before a surgery. There was no patient in the room at the time of the event, and no injuries were reported to maquet. Factory (B)(4).